Event description:
The customer reported that the jaws of the instrument could not be re-opened and the knife blade was contained within the jaws. The device was not on tissue when this occurred. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.